Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensors and performed visual inspection and found sensor cannula broken inside sensor base. Missing remaining broken part. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported two sensors might have been left inside of customer's body after removing the adhesive. Customer stated there was not sensor connected to the body of the sensor. Customer's blood glucose was 151 mg/dl. No further information reported.